Event description:
Event description cpi received information that following two shocks the implantable cardioverter defibrillator (ICD) would not communicate and displayed a "out-of-range telemetry" message despite various trouble-shooting measures. No tones could be obtained with the application of a magnet. The ICD is scheduled for replacement.